Manufacturer narrative:
The investigation has been completed. The console was sent back for further investigation. The purge disc retainer and flag were confirmed to be broken. The root cause of the issue was a defective component. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility's biomedical engineer reported the automated impella controller experienced damage to the console impacting the purge sensor. A new console was used without any issues. No patient was involved.